Event description:
It was reported to baxter¿s technical service center that a home patient (hp) had received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during dwell three. The hp stated after he received the first se alarm he started over with all new supplies and received the se 2240 again in dwell one. The hp was not connected at the time of the call. The baxter technical service representative (tsr) had the hp cycle power and the hc went to press go to start. The hp would start over with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.